Event description:
The PICC line was placed in the pt in 6/2004. During removal four days later the line broke at the 35 cm. Mark. An x-ray of the right arm was performed and showed approx 3 cm of the catheter remaining in the pt. Pt was admitted for vascular surgery and catheter was successfully removed.